Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. Initial reporter phone: (B)(6). The initial reporter email address is not available / reported. [Conclusion]: the healthcare professional reported that during the procedure, the 5mm x 15cm galaxy g3 coil (gly120515 / 30371954) was in the process of being inserted into a concomitant microcatheter, but the introducer sheath which was retracting became torn. It was reported that resistance was felt before the sheath became torn. Continuous flush had been maintained through the catheter. Excessive force was not applied to the device. The complaint coil was removed from the patient and replaced with a 4mm x 12cm galaxy g3 coil and the procedure was completed. There was no report of any patient adverse event or complication as a result of the reported issue. The complaint coil was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 5mm x 15cm galaxy g3 coil was received contained in a pouch. Visual inspection was performed. It was observed that the coil introducer was split in two. No other damages nor anomalies were observed. The marker band was found at 50 cm from the hub. This is within specification. A microscopic inspection was performed. The embolic coil was observed inside the introducer and in stretched condition. A review of manufacturing documentation associated with this lot (30371954) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint documented that the coil introducer of the 5mm x 15cm galaxy g3 coil became torn during the attempt to insert the coil into the concomitant microcatheter; that resistance had been felt before the sheath became torn. Continuous flush was maintained through the microcatheter. The torn introducer issue was confirmed; during visual inspection, it was observed that the introducer was split into two and the embolic coil was observed in stretched condition inside the introducer during the microscopic inspection. The stretched condition of the coil is likely due to inadvertent force applied during the handling of the device when resistance was encountered, though the exact cause of the stretched coil cannot be conclusively determined. It should be noted that product failure is multifactorial. The instructions for use (IFU) does contain the following cautions: ¿ do not fasten the rotating hemostasis valve (rhv) too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and/or the microcoil as it is advanced into the infusion microcatheter. ¿ if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw, and examine the delivery catheter system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The observed stretched condition of the coil during microscopic inspection may be related to the reported issue. Coil stretching is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue from occurring. Stretching can occur during procedure handling where force may have been inadvertently applied. The stretched condition of the embolic coil was not originally reported with the complaint. The exact cause of the observed stretched condition could not be conclusively determined; however, it may have been the result of inadvertent force that may have been applied during the attempt to insert the coil into the concomitant microcatheter; resistance was felt before the introducer sheath became torn. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 5mm x 15cm galaxy g3 coil left the manufacturing facility with the embolic coil in a stretched condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the 5mm x 15cm galaxy g3 coil (gly120515 / 30371954) was in the process of being inserted into a concomitant microcatheter, but the introducer sheath which was retracting became torn. It was reported that resistance was felt before the sheath became torn. Continuous flush had been maintained through the catheter. Excessive force was not applied to the device. The complaint coil was removed from the patient and replaced with a 4mm x 12cm galaxy g3 coil and the procedure was completed. There was no report of any patient adverse event or complication as a result of the reported issue. The complaint device was returned for evaluation. During the microscopic inspection of the returned device, the embolic coil was observed stretched. Based on the product analysis on (B)(6) 2021, this event has been deemed MDR reportable as a ¿malfunction.¿